Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing sleep apnea. The patient's treating physician attributed the sleep apnea to vns stimulation over the course of an evaluation period. During that time, the device was programmed off to evaluate if the stimulation was causing the issue. With the device off, the apnea resolved. The patient's vns was programmed back on to lower settings. Attempts for additional pertinent information have been unsuccessful to date.

Event description:
It was reported that the patient's generator was actually disabled on (B)(4) 2016. No further relevant information has been received to date.

Event description:
The patient reported that he had very bad sleep apnea that required a CPAP machine. The sleep apnea only resolved when the vns was disabled. The vns was permanently disabled on (B)(6) 2016. No further relevant information has been received to date.